Event description:
It was reported that the customer experienced a low blood glucose of 60 mg/dl. Customer treated with food. During troubleshooting, it was found that the bolus wizard was showing a bolus that was not programmed. At the time the issue was reported, the customer's blood glucose was 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.